Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, remnants of chordae tendineae remained attached to the host tissue on the outflow. Small needle holes along the sewing ring showed placement of implantation sutures. The left and right cusps were in the closed position with free margin of the left cusp on the same plane as the coaptive ridge of the right cusp. The non-coronary cusp was partially open. All leaflets were slightly stiff but flexible except where host tissue extended on the outflow. A tear in the left cusp along the left right commissure appeared to be associated with restricted leaflet movement due to host tissue overgrowth.

Event description:
Medtronic received information that 3 years post implant of this bioprosthetic valve, the valve was explanted due to regurgitation. At explant, pannus was reported to be interfering with the closure of one cusp. The valve was replaced with another manufacturer's valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis of the returned device is in process; a supplemental report will be filed once the analysis and investigation are complete. (B)(4).